Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The 90% stenosed lesion was located in the calcified and non-tortuous first diagonal branch artery. Pre-dilation was performed with a maverick2 2.5 balloon (unk length), but the vessel was not fully expanded. The physician changed to a quantum maverick balloon. The balloon ruptured at 10 atms during the first inflation. After withdrawal from the body, a pin hole was noted. The procedure was successfully completed with another quantum maverick balloon. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.